Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure a polarxfit was selected for use. The patient who underwent cryo-ablation was hospitalized for an extended period of one week after the procedure due to bloating and complaints of constipation. The patient has now been discharged from the hospital. The physician reported that the direct causal relationship was unknown, however, it was suspected that the close proximity of the dissection to the pulmonary vein and esophagus have led to gastric damage. Moreover, it was also considered that gastric dilatation has resulted in gastric obstruction.